Event description:
Patient was presented to the interventional lab for an angioplasty and stenting procedure of a posterior tibial artery (side unknown). The vessel was described as moderately calcified with no vessel tortuosity. The information received states that the product was properly inspected and prepped and appeared perfect before it was used in the patient. Upon the third inflation of the balloon with an indeflator, the balloon ruptured at an unknown atmosphere. There is no information as to where the physician made access to the patient, the size sheath that was used in the procedure, or if there was any difficulty accessing the lesion with a guidewire. The procedure was successfully completed-another balloon (amiia). There was no adverse consequence to the patient. As per the qualrap, no additional information is available.